Event description:
It was reported that an unspecified alarm occurred on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in 1995. Evaluation summary: the device was returned for evaluation. Visual inspection was performed with no issues found. The device passed performance testing, a one hour simulated therapy, cycle remote testing (crt), final test and calibration (ftc), and electrical leak testing. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported issue. An event history log review was performed and showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The reported problem was unable to be verified. Should additional relevant information become available, a supplemental report will be submitted.